Event description:
It was reported that the pump had volume discrepancies at refills. The actual residual volumes were more than the expected residual volumes and were getting worse over time. In 2006, the expected volume was 6.2 ml, the actual volume 8.9 ml. By 2009, the expected volume was 3.5 ml, the actual volume was 9 ml. The patient was experiencing a return of symptoms. No alarms had been heard; no diagnostic studies had been done; and the pump logs had not been read. The device system was used to deliver baclofen. Follow-up with the patient's physician was recommended. Additional information has been requested, a follow-up report will be sent if additional information becomes available.